Manufacturer narrative:
(B)(4). Date sent: 9/21/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: where was the blood clot located? At the jj. How was the post-op bleeding identified? Abdominal pain, patient went to the ed at nmcp and meatoma was clearly seen obstructing the jj. How many days postoperative was the bleeding identified? Post-op day #2, taken to the or on pod#3. What was the total estimated blood loss (ml)? Minimal. Was a transfusion required? No. How was the bleeding addressed? No major bleeding. Patient taken to or to address clot/obstruction. What was the pre and postoperative anti-coagulant and pain management protocol? Yes. Was the bleeding intraluminal or extraluminal? Intraluminal.

Event description:
It was reported that after a gastric bypass procedure on (B)(6) 2023, the patient had to come back for a re-operation due to a blood clot being formed on (B)(6) 2023. No further details were provided. No patient consequences reported.